Event description:
The olympus representative reported that the evis lucera elite duodenovideoscope was returned for regular maintenance. There was no procedure or patient involvement. During the evaluation of the device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning. This report is intended to capture the reportable malfunction of foreign material that remained in the nozzle.

Manufacturer narrative:
The device was evaluated by olympus. Additional issues were identified during the device evaluation: the play of the angle knob was out of its normal state due to the elongation of the angle wire; the air and water supply cylinders were corroded due to handling; and scratches were found on the grip and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. There were deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.